Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet after initial pairing attempts and reentry of the pairing code, with no warmup or connection observed on either device, and the issue resolved only after the patient replaced the g7 sensor and confirmed successful pairing and warmup. Symptoms included no clinical symptoms reported. Outcomes included no impact to health reported and no medical intervention or hospitalization. Investigation included customer service troubleshooting, education on pairing steps, and guided sensor replacement. Investigation of this case revealed that the initial sensor did not establish communication and that normal function was restored with a new sensor. It was concluded that the event was related to a failed sensor-to-pump pairing with resolution after sensor replacement, with no adverse health effects.